Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patients left eye (os). At one week post-op the lens had a vault of about "2 corneal thicknesses" wide. The lens remained implanted. Additional information has been requested but none has been forthcoming.